Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 was not recognizing instruments. The customer tried multiple instruments and drapes but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors on usm 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter indicated the system functionality was checked upon powering on the system. The system initially powered on without errors. The usm's drapes were readjusted, and different instruments were tried. The staff did not change to another da vinci surgical system. The staff was able to complete the surgery with only 3 usms. There was no patient injury, and the case was not aborted or converted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse noted that universal surgical manipulator (usm) 2 did not recognize a training instrument intermittently even after cleaning the pins. The isi fse replaced the usm to resolve the issue with usm instrument recognition. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no failure. The usm was tested on an in-house system and passed in normal mode as multiple instruments were installed and all were recognized. The usm was also tested on a test platform and passed all tests. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.